Event description:
It was reported that high impedance was noted at the time of implant and again one month later. The new lead was found to be intact. The device was replaced due to the high impedance and reported sensing difficulty. The patient has had several follow-ups since then, and is reported to be doing well.